Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring beforehand. The issue caused the customer's blood glucose level to exceed 500 mg/dl, but the specific value was unknown as it was displayed as "high." The caller reported the issue to customer technical support (cts) and received instructions on resetting the pump, which resolved the malfunction code without recurrence. The customer was advised to continue using the pump and to call back if the issue recurred, which the caller understood and acknowledged.